Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: insertion 1. Wash hands. 2. Use aseptic technique to prepare the patient for catheter insertion. 3. Use aseptic technique to remove the catheter from package. Connect catheter to urine collection container as needed. 4. Lubricate the catheter. If hospital policy permits, it is possible to inject lubricant into the urethra. 5. Catheterize the patient using dominant hand. 6. When catheter tip has entered bladder, urine will flow through the catheter. A. For female anatomy, insert catheter approximately 5 cm (2 inches) more. B. For male anatomy, insert catheter all the way to bifurcation. 7. Inflate the balloon with pre-filled water syringe if included. A. If pre-filled syringe is not included, then use a slip tip/luer lock syringe to fill catheter balloon with sterile water. Do not use needle. B. Do not exceed recommended capacities as stated on the applicable labeling. C. The chart below provides additional information on inflation volume and balloon size. D. Inflation volume (a) incorporates the volume required to pass through lumen and fully inflate the specific balloon size (b). 8. Gently pull the catheter until the catheter balloon is snug against the bladder neck. Removal 1. Wash hands. 2. Gently insert a luer slip tip syringe into the catheter valve. A. Never use more force than is required to make the syringe ¿stick¿ in the valve. 3. Allow the pressure within the balloon to force the plunger back and fill the syringe. A. If you notice slow or no deflation, re-seat the syringe gently. 4. Use only gentle aspiration to encourage deflation, if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. 5. If balloon does not deflate, contact trained professional for assistance, as directed by hospital protocol. 6. After balloon is fully deflated, remove catheter, and dispose of in accordance with hospital policy. A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there were multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit and more issues with the balloon not deflating (lot ngku0957). It was reported that they had experienced multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit, and more issues with the balloon not deflating (lot unk). Per follow up via email on 02dec2025 it was reported that intermittent catheter was defective. Per follow up via email on 02dec2025.it was reported that there was another issue with the foley catheters. Per follow up via email on 29jan2026.it was reported that the few more occurrences with defective temperature sensing foley catheters.

Event description:
It was reported that there were multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit and more issues with the balloon not deflating (lot ngku0957). It was reported that they had experienced multiple defects with the foley catheter kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit, and more issues with the balloon not deflating (lot unk). Per follow up via email on 02dec2025 it was reported that intermittent catheter was defective. Per follow up via email on 02dec2025.it was reported that there was another issue with the foley catheters. Per follow up via email on 29jan2026.it was reported that the few more occurrences with defective temperature sensing foley catheters.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Corrections: d, e, f, g, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had experienced multiple defects with the foley cath kits. There were 4 occurrences where the sterile bag fell off during insertion causing a break in sterility, 1 occurrence with an empty flush syringe in the kit, and more issues with the balloon not deflating.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.